Event description:
The customer obtained positively biased vitros trop I es results on two patient samples on the vitros eci in 2008. The biased results were reported, however, corrected reports were issued prior to any treatment. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The biased results were due to user error in the pre-analytical processing of the patient samples. The customer is routinely processing samples outside the tube manufacturer's recommendations. The instructions for use for vitros trop I es indicate that samples should be thoroughly separated from cellular debris and that failure to do so may lead to an erroneous result.